Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (09/13/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips have failed testing. The test strips were tested with control solution and found to be reading high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began several days ago prior to contacting lfs. The patient reported blood glucose readings of "180 mg/dl" with the subject meter and "111 mg/dl" on another meter (accucheck brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she manages her diabetes with an insulin pump. Despite the alleged issue, the patient stated she administered her usual dose of 2 units of novolog insulin on (B)(6) 2011 at 3:30pm. The patient stated she was not able to comprehend what was going on and was unable to talk after the alleged issue began. The patient however denied seeking any medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the results obtained were from an approved sample site, and the testing procedure was correct. However, the patient was not able to perform a quality control solution test since she did not have the solution available. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.